Event description:
The device broke in two (2) during an attempt to surgically remove it. A portion of the device remained in the pt. On 9/25/97, add'l surgery was required to removed the device. The medwatch report also states that the device is available for evaluation. No further details were provided at this time.